Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A tactile and visual examination found the unit with no defects on the balloon and tip sections of the device. There was one kink noted approximately 180mm distal to the manifold. The stent had moved approximately 11mm proximal to the proximal markerband. The stent was bunched in the mid body and damaged along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage was noted. The target lesion was located in the left coronary artery. A 2.25x28mm promus element¿ plus stent delivery system was selected to treat the lesion. Upon unpacking of the device,deformation was noticed at both sides of the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage was noted. The target lesion was located in the left coronary artery. A 2.25x28mm promus element plus stent delivery system was selected to treat the lesion. Upon unpacking of the device,deformation was noticed at both sides of the stent. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.